Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was removed due to low vault without rotation. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed. Reportedly, "after implantation of the crystal, the patient had low vault and foreign body sensation. He was worried about the risk of a second operation and asked to remove the crystal. After repeated communication with the patient, the doctor finally decided to remove the lens." The problem was resolved. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
(B)(4). Claim# (B)(4).